Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. When the pump is powered on, the pump displays the verify screen and the time and date settings must be manually confirmed by the user in order to proceed.

Event description:
On (B)(6) 2013, the reporter contacted animas, stating that the patient¿s blood glucose (bg) was between 20-300 mg/dl with no symptoms. The reporter alleged that the pump¿s time and date was resetting to default upon battery changes. During troubleshooting the time on the pump was found to be set to am when it should have been set to pm and the reporter indicated that was likely the reason that the patient¿s blood glucose erratic. This report is made based on the allegation that the patient experienced hypoglycemia related to incorrectly setting the time on the verify screen.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: a review of the pump black box showed evidence that the time and date reset to default settings following a power event on (B)(6) 2014. The pump black box also showed that the time was manually set to 10:58 am and then 5 days later was set from 12:26 am to 10:15 am. The pump time and date resets were found to be related to the pump being without power for more than 24 hours. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was exercised for 24 hours and then left without power for 25 hours and the pump was found to maintain the time and date appropriately. The pump was opened and the internal clock battery was observed to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.